Event description:
It was reported that the user was unable to proceed during the fill tubing step and received an error consistent with an occlusion during setup; the user completed a dry run successfully and then completed a new supply change using fresh infusion set, cartridge, and connector, after which normal function resumed. Symptoms included no reported adverse clinical effects. Outcomes included replacement supplies shipped and successful troubleshooting and education. Investigation included a review of device performance through guided troubleshooting and verification using new consumables. Investigation of this case revealed that the event was consistent with a transient flow obstruction during fill tubing that resolved with replacement of consumables, indicating a probable consumable-related occlusion rather than a pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the most likely cause was user- or consumable-related flow restriction during setup.